Event description:
A legal summons states the consumer was using the walker as she was walking to the bathroom, when the walker allegedly broke, causing the consumer to fall and fracture her right proximal femur. Distributor has not been provided a serial number or had an opportunity to inspect the device. As such the specific manufacturer and age of device are currently unknown. Use conditions at the time of the event are also unknown. MDR filing is based on the alleged injury involved.